Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not drain into the drain bag. The complainant stated that the catheter allows the patient to void; however, will not enter the drain bag. The complainant reported that after manipulation, the drain bag had a partial flow. Subsequently, the drain bag was replaced without further incident and no medical intervention was required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not drain into the drain bag. The complainant stated that the catheter allows the patient to void; however, will not enter the drain bag. The complainant reported that after manipulation, the drain bag had a partial flow. Subsequently, the drain bag was replaced without further incident and no medical intervention was required. No patient injury was reported.